Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter/catheter body revealed significant twisting that may have affected infusion.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A portion of the catheter was returned to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 30 mg/ml at 1.44 mg/day via an implantable infusion pump. The pump indication for use (IFU) was listed as non-malignant pain and chronic low back pain. It was reported that the patient flipped the pump several time and kinked the catheter. No diagnostic or troubleshooting was performed. The intervention or actions taken to resolve the issue included replacing the pump segment of the catheter on (B)(6) 2015. The issue was resolved at the time of report. The patient status at the time of report was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.